Manufacturer narrative:
Patient code 3191 used to capture the surgical intervention.

Event description:
It was reported that the patient implanted with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD), underwent an unrelated surgical procedure. The electrode was disconnected from the device header during the procedure and then was reconnected upon completion and the patient remained hospitalized. The patient then received inappropriate shock therapy 3 days later due to oversensing of noise. Review of x-ray noted the electrode was not fully inserted into the device header. Tachycardia therapy was programmed off and a revision procedure was performed to correct the electrode to device connection. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient implanted with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD), underwent an unrelated surgical procedure. The electrode was disconnected from the device header during the procedure and then was reconnected upon completion and the patient remained hospitalized. The patient then received inappropriate shock therapy 3 days later due to oversensing of noise. Review of x-ray noted the electrode was not fully inserted into the device header. Tachycardia therapy was programmed off and a revision procedure was performed to correct the electrode to device connection. No additional adverse patient effects were reported. This product remains implanted and in service.